Event description:
It was reported that a friend has chronic back pain due to stroke at a young age. The patient got a spinal cord stimulator (scs) that worked well, but the patient ended up having to have the device explanted because the patient's started getting electrocuted due to a disconnection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).